Manufacturer narrative:
H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. H6: code d12 ¿ according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient was treated for a zone 9 abdominal aortic aneurysm. The physician implanted a gore® excluder® conformable aaa endoprosthesis cxt321414 and gore® excluder® aaa endoprosthesis plc201000. The procedure was completed without incident, and the patient tolerated the procedure. The fsa reported that he received a cd on 6-jun-2024 that indicated a type ib endoleak from either the left or right iliac artery. The iliacs were reported to be 2-3cm, so it had been a challenge to get a seal. After the procedure, there was no sign of an endoleak, but a type ib has been identified. The patient is scheduled for reintervention (B)(6) 2024 to coil and cover the internal iliac. The physician states that the endoleak was due to lack of apposition by the stents. The fsa was unable to determine which of the stents had the endoleak. Additional information was received after the reintervention of (B)(6) 2024. There were endoleaks on both sides. The physician resolved the leak on the right side by ballooning. The left side was resolved by coiling the left internal iliac and extending with a 12mm limb. The patient tolerated the procedure.